Manufacturer narrative:
(B)(6). Combination product ¿ yes. Complaint sample was evaluated and the reported event could not be confirmed. The returned device was evaluated and the all parts of the returned product are conform. Powder into the thread of the mixing top is observed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the monomer liquid would not flow into the chamber, therefore the cement could not mix. It was felt that the user could not puncture the cement bag. A delay of 10 minutes was reported. The surgery was completed with another batch. No additional patient consequence or further information have been reported.